Event description:
On 08/12/2022, infutronix received a complaint from of an end user: "we had a patient come in yesterday, where the tubing completely snapped off where it comes out of the pump, despite there being a hard shell." This event occurred during an infusion. Device operator was a certified pharmacy technician. Medication infused was 5fu. A patient was involved but not harmed. The contract manufacturer of the affected device is podo xingda (tianjin) medical co. Ltd.

Manufacturer narrative:
Infutronix is waiting for the affected device to be returned.